Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and customer alleging possible pump over delivery. Customer's blood glucose value was 40 mg/dl at the time of the incident and current blood glucose is 120 mg/dl. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer also state that insulin dripping out from end of set before connecting at their site. Customer state that auto mode feature was active. The insulin pump will not be returned for analysis.